Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 273 mg/dl. The customer's doctor stated that the settings on the insulin pump were programmed too high, which caused the event. The customer's daughter stated that the customer has alzheimers and he often alters the insulin pump's settings. At the time of the phone call, the settings had been erased in the insulin pump. The customer's daughter was assisted with reprogramming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.